Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing leaked cycle 6 da-epoch chemotherapy from the filter to the floor. The infusion was stopped and the spill was cleaned up. A new bag and tubing were used to infuse the remainder of the dose. No patient harm reported.

Manufacturer narrative:
Concomitant products: 1000ml bbraun infusion bag labeled with doxorubicin, etoposide, and vincristine; therapy date (B)(6) 2015. The customer¿s report of a leak was confirmed. Visual inspection observed medication fluid within the set, especially within the filter vent. Further visual inspection of the filter vent observed its membrane to be wetted out. Functional testing was performed; fluid leaked out from both vents of the filter. Pressure testing was also performed; there were no additional leaks other than from the filter vents. The identified probable cause of a leak was due to the filter vent membrane being wetted out.